Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. It was reported that the infection was not device related and that the recipient's infection has resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. Advanced bionics has deemed this case a duplicate. Please refer to MDR# 3006556115-2022-02044. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.